Manufacturer narrative:
D9. Date returned to mfg: 03-may-2024 h6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Device received with scratched front cover, missing reflux plug, discolored pole clamp, corroded quick connect, cracked enclosure and water tank cover, outdated pcb and power switch. After visual inspection, changed water tank gasket, filled tank with water, plugged into outlet and turned device on. Water tank cover was cracked, confirming the customer's complaint. The root cause was the cracked tank cover. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue with the gasket, water tank cover (reservoir issues). There was no patient involvement and no patient harm/adverse event reported.